Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on an avalon fm20 fetal monitor indicating that pregnant women routinely undergo fetal heart monitoring in the morning and use fetal monitors, but the display of fetal heart values does not match the actual value, and the device displays the reading about 200 beats per minute, but the actual rate is about 134 beats per minute. The date of occurrence was (B)(6) 2026. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.